Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument generated erroneous sodium (na) and carbon dioxide (co2) results on 5-10 patient samples. No results were reported out of the lab. The samples were rerun on another instrument in the lab obtaining "valid" results. These results were reported. Multiple attempts were made to obtain more details, but the customer did not supply any examples or data. Customer stated that quality control (qc) prior to the event was within lab-established ranges, but did not supply the actual data. Field service engineer (fse) inspected the instrument and replaced the electrolyte injection cup (eic) due to a small tear. Fse cleared a plug in the eic vacuum line, and replaced the ratio pump because of air in the ratio pump. Fse also replaced the na electrodes and carbon bridge. Fse verified instrument performance.